Event description:
It was reported that the pt received inappropriate high voltage therapy. It was observed premature ventricular contractions were binned in the ventricular fibrillation zone which resulted in inappropriate therapy delivery. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.